Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. It was unable to test for vibrate anomaly due to the motor error alarms. Device had moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had insulin leak out of the reservoir into the insulin pump. The customer stated that she is unable to rewind, she could see condensation under the screen and the insulin pump was vibrating without an alarm or alert. Blood glucose value was 110 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.